Event description:
It has been reported that one insyte 24ga x 0.75in has been found damaged before use. The following has been provided by the initial reporter: uncovering the catheter, it's noticed that the tip is perforated.

Manufacturer narrative:
Investigation summary: after visual analysis of the attached photo received from the client, it was found that the needle bent. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Confirmed: a bd was able to confirm the customer complaint for the claimed defect. Although no records were found that could cause this claim during the analysis of batch history, nonconformities, corrective maintenance, according to the visual analysis of the photo of the attached sample, it was possible to confirm the defect. Based on research results so for a likely cause for this defect would be on guard fitting step in the needle, if the hub is decentralized the needle may hit the needle shield wall causing the claimed defect.

Manufacturer narrative:
Additional information received in the form of a new picture. Upon review of additional information, a new dt was created with updated rationale and a non-reportable status. This MFR. Report # 9610048-2019-00309 is void. H3 other text : see h.10.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found damaged before use. The following has been provided by the initial reporter: uncovering the catheter, it's noticed that the tip is perforated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found damaged before use. The following has been provided by the initial reporter: uncovering the catheter, it's noticed that the tip is perforated.